Manufacturer narrative:
No pt was present. The returned components did not meet specifications. The system malfunction was confirmed and directly related to the reported event. The smell of smoke was evident from the inside of the psu housing. When connected to known good system the psu beeped and did not establish communication with the tiu. The tiu powered up with the error light on. The 7f code was illuminated internally indicating a hot plug failure. There was also a blown fuse on the main board. The psu and tiu were replaced which resolved the issue.

Event description:
Facility called in to report that the camera has smoke coming out of it. Had the site unplug the system and will contact medtronic rep to take a look at the cart. Rep called back from the site, reporting a smoking smell coming from the camera, smelling it through the vents on the psu. There was no pt present.